Event description:
The report from the affiliate indicated that: a pt with a history of three-vessel disease had a 3.5 x 33 mm cypher stent implanted in the lad. The pt's post procedure medications were aspirin, iscover, diovan, neurium 600mg, and ezetrol 10mg. Six months later, the pt experienced an in-stent restenosis of the lad stent that was treated with ptca.